Event description:
Additional information received reported that the revision took place on (B)(6) 2013. It was noted that the thoracic lead was replaced and that the generator and cervical lead were left in place. It was further noted that the patient's "system is working well at this point".

Event description:
Follow up reported x-rays were ordered to assess for lead migration, however, the results were unknown. It was noted the patient still had moderately high impedance on all channels along one lead. It was noted the other lead was working well. Patient was receiving partial therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information reported that the patient was to be scheduled for revision surgery. If additional information is received, a follow up report will be sent.

Event description:
It was reported that "out of range" impedances measurements were found. It was noted that the 8 to 15 electrode lead, implanted in the thoracic region, had impedances measurements "in the 2000's." It was further noted that after turning the stimulation up to 10.5 volts the patient was unable to feel stimulation. It was noted that the battery voltage was 3.85 volts. It was noted that the patient lost stimulation from the thoracic spinal lead about 5 weeks prior to the event. There were no reported falls or injuries associated with this event. It was noted that an x-ray was performed and verified the lead placement and implantable neurostimulator (ins) connection. It was noted that "no fracture was found." Additional information received reported that the "cause of the malfunction was not yet known." It was noted that the patient was "getting coverage of her arm from the cervical lead, but was not getting stimulation in the leg from the thoracic lead." If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead problem and has issues with their leg so they had their lead revised.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).